Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of fluid ingress in the heartmate modular cable was not confirmed during evaluation of the returned modular cable. The returned heartmate modular cable, lot number 10411527, was visually inspected and found to be physically unremarkable. The modular cable was functionally tested and passed. No atypical alarms or issues were produced. The electrical resistance and insulation of the underlying wires in the modular cable was tested and passed. The provided information indicated the bag that contained the modular cable flooded with blood and saline for unknown reasons. A root cause for the fluid ingress was not conclusively determined through this analysis. The device history records were reviewed and the records reveal that the heartmate modular cable, lot number 10411527, was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 instruction for use (rev. A) was available for use at the time of the event. Section 2, entitled ¿system operations¿, instructs the user to not submerge the modular cable in liquid. The heartmate 3 patient handbook (rev. D) which was available for use at the time of the event, cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that preparation of the pump and system controller went as per protocol during implant procedure. The sterile controller was placed together with modular cable in a sterile bag at the operating room table after test run as usual. Due to unknown reasons, the bag was flooded with blood and saline. The controller was extracted but started alarming with controller internal fault after a short while. Since the modular cable was submerged as well, both components were exchanged. The patient was not affected since controller and modular cable were not connected to the pump yet.